Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.

Event description:
It was reported by the patient that after charging the omnipod personal diabetes manager (pdm) for an hour, the charging port and charging cable are both melted. The patient also stated the pdm will not turn on. The patient confirmed using the charging cable provided with the device. No damaged, impact to blood glucose levels or medical treatment reported. Patient will use alternative form of insulin delivery until they receive replacement pdm.